Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the 740 ventilator generated an alarm and ventilation stopped. The patient was transferred to an alternate ventilator with no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: it was reported that during use on a patient, the 760 ventilator generated an alarm and ventilation stopped. The patient was transferred to an alternate ventilator with no patient harm.